Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose was unknown. Customer's father reported that they did not have insulin pump with him at the time of call and they will call back again. The insulin pump will not be returned for analysis.